Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted (lot no. A78080) for permanent contraceptive tubal implant. The patient had a medical history of adenomyosis and leiomyoma on (B)(6) 2023. Concurrent conditions were listed as menometrorrhagia and pelvic pain since (B)(6) 2023. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3454 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, bilateral salpingectomy, vinci platform,lysis of adhesions.). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: specimen: uterus, cervix, bilateral fallopian final diagnosis: uterus and fallopian tubes : cervix: chronic inflammation, negative for dysplasia and malignancy. Endometrium: proliferative phase pattern; negative for hyperplasia and malignancy. Myometrium: intramural leiomyoma, adenomyosis, negative for malignancy. Serosa: scant fibrous adhesions. Left fallopian tube: intraluminal contraceptive device; consistent with an essure implant right fallopian tube: intraluminal contraceptive device; consistent with an essure implant there is no evidence of a myometrial malignancy. The endometrium is negative for hyperplasia and malignancy. Microscopic description: histologic examination of the left and right fallopian tubes show no specific pathologic changes. There is no significant tubal inflammation or neoplasia. Gross description: the left cornual serosa is notable for an approximately 1.5 cm in length by 0.2 cm in diameter silver metallic essure coil. The essure coil is adherent to the serosa by delicate pink-white adhesions. Additionally, the right cornual serosa is notable for a portion of the proximal right essure coil, which is visualized through the underlying serosa. The essure coils otherwise appear intact without disrupted areas. Left fallopian tube: the left cornual essure coil does not appear to extend into the proximal tube lumen. Right fallopian tube: identified in the proximal tube serosa and lumen is an intact silver metallic essure coil. The essure coil extends into the right cornual soft tissue. No absent areas of the essure coil are noted. Lot number: a78080 manufacture date: 2012-12 expiration date:2015-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted (lot no. A78080) for female sterilisation. The patient had a medical history of adenomyosis and leiomyoma on (B)(6) 2023. Concurrent conditions were listed as menometrorrhagia and pelvic pain since (B)(6) 2023. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3454 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, bilateral salpingectomy, vinci platform,lysis of adhesions.). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: specimen: uterus, cervix, bilateral fallopian final diagnosis: uterus and fallopian tubes : cervix: chronic inflammation, negative for dysplasia and malignancy. Endometrium: proliferative phase pattern; negative for hyperplasia and malignancy. Myometrium: intramural leiomyoma, adenomyosis, negative for malignancy. Serosa: scant fibrous adhesions. Left fallopian tube: intraluminal contraceptive device; consistent with an essure implant right fallopian tube: intraluminal contraceptive device; consistent with an essure implant there is no evidence of a myometrial malignancy. The endometrium is negative for hyperplasia and malignancy. Microscopic description: histologic examination of the left and right fallopian tubes show no specific pathologic changes. There is no significant tubal inflammation or neoplasia. Gross description: the left cornual serosa is notable for an approximately 1.5 cm in length by 0.2 cm in diameter silver metallic essure coil. The essure coil is adherent to the serosa by delicate pink-white adhesions. Additionally, the right cornual serosa is notable for a portion of the proximal right essure coil, which is visualized through the underlying serosa. The essure coils otherwise appear intact without disrupted areas. Left fallopian tube: the left cornual essure coil does not appear to extend into the proximal tube lumen. Right fallopian tube: identified in the proximal tube serosa and lumen is an intact silver metallic essure coil. The essure coil extends into the right cornual soft tissue. No absent areas of the essure coil are noted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.